Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, the patient was in the operating room for over 8 hours and in the hospital for 3 days. The pump would barely compress. When inflated, it didn't get rigid enough for penetration. Patient lost over 2 1/2 inches of size.

Manufacturer narrative:
This follow-up MDR is created to document the conclusion of the evaluation and the additional event information. Requests have been made for additional information surrounding the incident. The device remains implanted. Without the benefit of analyzing the device, quality cannot confirm any observations and cannot comment on the condition of the device. If the device becomes available, or additional information is received, quality will re-evaluate this complaint in accordance to procedures. Quality reviewed the manufacturing records for this device and confirmed that there were no discrepancies that would have contributed to this complaint and verified that the devices from this lot met all specifications prior to release. A review of the complaint history database revealed no significant trends for lot 5653320-012. Review of nonconforming reports revealed no nonconformance's for this lot. No capas are associated with this lot.

Event description:
Additional information received indicated the device remains implanted. "The patient was told he would have to pay to have the device explanted. And it wouldn't have done any good because the original implant was next to the smallest size, and the new implant would have to be the smallest size." The patient has consulted with the implanting physician because it was the device as difficult to pump. The patient has not been able to troubleshoot because they expect the tubes are tangled up. The patient waited 6 weeks to inflate the implant, which he stated was very hard to pump. The implant stopped working altogether around 2 to 3 weeks later. He went back to the doctor and was advised that the implant was fine.